Event description:
The customer reported the monitor went black and resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable, high voltage cable, image processor board, and the video controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.